Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. The s-ICD system remains in service. No adverse patient effects were reported.